Event description:
Consumer complaint of high blood results via daughter, emily. Expected blood glucose test result range is 150 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 348 mg/dl and 353 mg/dl. Verified storage of test strips is not within instructed spec since they are kept in kitchen cabinet. Test strip lot MFR's expiration date is 09/30/2017 and open vial date is 05/05/2015. Recall test results performed fasting from meter memory: 1: 363mg/dl, (B)(6) 2015, 01:49pm; 2: 470mg/dl, (B)(6) 2015, 09:59pm; 3: 302 mg/dl, (B)(6) 2015, 09:34pm; 4: 455mg/dl, (B)(6) 2015, 10:05pm; 5: 294mg/dl, (B)(6) 2015, 10:53am; adverse event not reported.

Manufacturer narrative:
(B)(4). Product returned for eval: no failure detected. Most likely underlying root cause: user's test strip had poor storage.